Event description:
Reporter claims that he was being pulled up stairs backwards by the chair push handles and the back assembly broke at weld area. This caused the chair and operator to fall. Hitting his neck and back on the corner of the stairs. Went to hosp to be checked out. Some bruising.